Manufacturer narrative:
Fields updated: h2, h3, h4, h6, h11. The device was returned to olympus for inspection. The reported failure mode was confirmed. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the bronchofibervideoscope did not display an image when connected to the processor. There was no report of patent involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the bronchofibervideoscope did not display an image when connected to the processor. There was no report of patent involvement.